Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an unspecified surgery on (B)(6) 2013, reportedly the plate broke off. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis the measurable dimensions of the matrix anatomic l-plate were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The microscopic view of the broken surface is homogenous and does not show any anomalies. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. It is visible that the plate was strongly bent in different directions before it broke. Excessive bends in different directions may have caused this breakage. In this relation we would like to point out that reverse bends should be avoided as this may weaken the plate and lead to premature implant failure.